Event description:
This event was reported as an explant at implant due to echo/tee showing a 'malfunctioning valve' and massive mitral regurgitation with a central jet. No further information was provided.